Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 opened unit. Analysis and results: there are no previous complaints of this code batch. The sample received has the 2nd pack opened and sealed to the 1st pack in the 4th sealing area (opposite to the opening part, left side). Visual appearance of the closed samples observed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Final conclusion: complaint is justified. Actions on product: based on the conclusion derived from investigation, the customer will receive a credit note for one box of product as a compensation. Corrective/preventive actions: this is due to an accidental effect of the welding machine and this unit was not sorted out by the personnel involved in this process and the personnel has been informed of this incidence. According to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Outer sterile package stick to the inner sterile package. 1st pack sealed to 2nd pack, cannot take out the inner package.